Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf179 and sf218) related to the super capacitor and main board issue. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed error messages (sf179 and sf218) related to the super capacitor and main board issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 179 and 218. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a cracked solder on the super capacitor terminals. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).